Event description:
This case was reported by a consumer and described the occurrence of poisoning in a female patient who received lactoperoxidase + lysozyme (biotene moisturizing mouth spray) for an unknown drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included biotene oral rinse, biotene toothpaste and (B)(6) gum. Concurrent medications included cough medication (cough drops). On an unknown date(s), the patient started lactoperoxidase + lysozyme, glucose oxidase + lactoferrin + lactoperoxidase + lysozyme, lactoperox + lactoferrin + lysozyme + glucoseox + namonofluorophosphate and stride gum (a chewing gum that contains aspartame and is manufactured by (B)(6)). At an unknown time after starting lactoperoxidase + lysozyme, lactoperoxidase + lysozyme, glucose oxidase + lactoferrin + lactoperoxidase + lysozyme, lactoperox+lactoferrin + lysozyme + glucoseox + namonofluorophosphate and stride gum, the patient experienced poisoning, walking difficulty, headache, brain freeze and fatigue. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. Consumer reported the event of poisoning, further described as having aspartame poisoning. Consumer reported that she was in the hospital for aspartame poisoning but it is unknown whether she was admitted. She stated that the doctor thought she had multiple sclerosis when she first arrived because of the symptoms she was experiencing. This case is lost to follow-up as the patient did not provide her contact information.

Manufacturer narrative:
The manufacturer's report number for this case is 1718912-2013-00007. Biotene moisturizing mouth spray is manufactured in (B)(4) in the united states and neither the product nor the lot number for this product is available. (B)(4).